Event description:
Literature was reviewed regarding a meta-analysis of valve-in-valve transcatheter aortic valve replacement (viv-tavr) after surgical aortic valve replacement. The article was a metanalysis which included 48 patients from 33 published articles (27 case reports and 5 case series).  The study population was predominantly female with a mean age of 76 years old.  Multiple manufacturer¿s devices were implanted in the study population; 19 patients were implanted with a medtronic corevalve, evolut r, or evolut pro bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, clinical observations included: severe aortic regurgitation, stenosis, arrhythmia requiring permanent pacemaker implant, major bleeding or vascular complications, hematoma, cardiogenic shock, annular rupture requiring intervention, and patient prosthesis mismatch.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: tamer owais et al. Outcomes of valve-in-valve (viv) transcatheter aortic valve replacement (tavr) after surgical aortic va lve replacement with sutureless surgical aortic valve prostheses perceval: a systematic review. Journal of clinical medicine aug 30;13(17):5164. 2024. 10.3390/jcm13175164. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.